Manufacturer narrative:
According to the practitioner the 3 implants are lost (loss of osseointegration) after implants has been restored. Three implants has been placed in 12-11-21 position on (B)(6) 2013 and removed on (B)(6) 2017.

Event description:
Implant is lost (loss of osseointegration) after implant has been restored.